Event description:
It was reported that there was a high number of sensing integrity counters (sic) on the right ventricular (rv) lead. It was also noted that there was visible insulation wear. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.